Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted on the right ventricular lead. The physician elected to open the device pocket to evaluate the device and lead. When the device was taken out of the pocket a fractured header was revealed. Both the device and lead were explanted and replaced. The device and lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires rv+/rv-df+/df- were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Laboratory analysis concluded that the cause of the varying lead impedance measurements was fractured feed through wires.